Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly passed away on (B)(6) 2018, due to medical issues. The recipient's device remained implanted. A review of the device history record was completed and no anomalies were noted. This is the final report.

Manufacturer narrative:
Programming adjustments were reportedly made, which resolved the issue. However, the recipient is still experiencing minor intermittencies.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue did not resolve. Revision surgery is under consideration.